Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-01778: the patient reports she has not received effective stimulation for the past three months. In addition, she suffered a fall approximately the same time. The sjm representative met with the patient and confirmed the patient was unable to feel the stimulation at maximum amplitude. Surgical intervention may be pending to address this issue.